Manufacturer narrative:
Method: device not returned, f/u with company representative.

Event description:
It was reported by a physician that in two cases, the cement was "highly liquid like water." They had to wait a long time, so the physician decided to run it in the warm water; it took 45 seconds to 1 minute before the cement became doughy enough to inject into the pt. It was observed that the cement in the unused bfds took over 40 minutes to dough. The operating room's temperature was normal. There was nothing changed in the cement preparation. The procedure was completed successfully. No add'l info was reported.